Event description:
It was reported that patient presented remotely. Remote transmission showed that the patient was inappropriately shocked by their implantable cardioverter defibrillator (ICD) due to incorrect interpretation of signal. No intervention was performed. Patient had no consequences.